Event description:
After using amo complete moisture for over a year, I had problems with my eyes. They started to get irritated and inflamed, dryness, blurred vision, to the point of almost loss of sight. At one point last year, I had to go to the emergency room because I couldn't see out of both eyes. So they gave me some eye drops for the infection. They didn't give me a diagnosis. So this year after about two weeks it got bad again, I was starting to lose my sight again, even without my contacts. Finally I changed contact lenses thinking this would solve the problem, but it didn't help. I went to my optometrist and after examination she gave me eye drops for the infection/inflammation, blurred vision, irritation and dryness I was experiencing. She told me that I should not wear my contacts for a week and come back for follow up. Dates of use: 2006 - 2007. Diagnosis: contact lens cleaner.